Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction, nausea and stenosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient (B)(6). It was reported that on (B)(6) 2018, the patient underwent a coronary stenting procedure, with implantation of a 3.5 x 38 mm xience sierra stent in the mid left anterior descending (lad) artery. Approximately 9 months post stenting procedure, the patient was re-hospitalized with vomiting and sweating after dialysis. Troponin levels were elevated and echocardiogram noted left ventricular impairment. The patient was treated for non-st elevation myocardial infarction. Revascularization was performed, treating in-stent restenosis in the implanted xience sierra stent, with drug coated balloon angioplasty. An additional unspecified stent was implanted in a new lesion in the lad. The patient condition resolved on (B)(6) 2019.